Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 258 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was advised to change batteries and to run a self test with the new batteries. The customer's insulin pump passed the self test and the insulin pump worked as designed. The customer was shipped a new battery cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.